Event description:
It was reported that the patient has deceased due to acute cardiopulmonary arrest. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The lead was returned due to patient deceased. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead found no anomalies except for procedural damage.